Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure was inflated to 25mbar using a calibrated endotest. Slow inflation and deflation was observed. Colored water was then injected into the inflation lumen. The device was observed under magnification and no constriction points were observed at the side arm insertion area. An inspection for inflation hole punch was conducted for the punch at the cuff area. The hole punch was observed to be misaligned. A device history record (DHR) review was performed and no issues were found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The cuff was observed to inflate and deflate slowly and a constriction was observed at the inflation hole punch at the cuff area. A non-conformance was opened to address this issue.

Event description:
It was reported that the user found it difficult to inflate the cuff with air during pretest. Also, it was difficult to deflate it. Therefore, a new kit was opened instead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user found it difficult to inflate the cuff with air during pretest. Also, it was difficult to deflate it. Therefore, a new kit was opened instead.